Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer changed cartridge and infusion set to address the issue.